Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) misfired. Boston scientific technical services (ts) discussed the patient is not on latitude. Health care professional (hcp) stated patient vitals are fine and a follow up appointment with the clinic was scheduled. This device remains in service. No adverse patient effects were reported. Additional information indicates that this this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to normal battery depletion (nbd) and a new crt-p of the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) misfired. Boston scientific technical services (ts) discussed the patient is not on latitude. Health care professional (hcp) stated patient vitals are fine and a follow up appointment with the clinic was scheduled. This device remains in service. No adverse patient effects were reported.